Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol ventralex st (device #1) device may have caused or contributed to the reported event. The attorney alleges the patient underwent an additional surgery for recurrent hernia, adhesion and to remove the device. Recurrence and adhesions are a known inherent risks of surgery and are listed in the instructions-for-use a possible complication. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol ventralex st (device #1). The patient's attorney did not make any allegations regarding the implanted bard/davol ventralight st w/echo device. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2014: the patient underwent repair of an incisional hernia in the umbilical region. A bard/davol ventralex st (device #1) was implanted in the patient during this repair. (B)(6) 2016: the patient underwent surgical repair for recurrent incisional hernia in the umbilical region, and removal of the ventralex st (device #1). The physician's intraoperative findings within the periumbilical area included incarcerated incisional hernia with omentum where the incisional hernia had been repaired previously with mesh. Specifically, the physician noted two moderate sized and one small incisional hernia, all incarcerated with omentum and extensive adhesions. The patient was implanted with a bard ventralight st echo. The physician explanted the ventralex st (device #1). The mesh implanted in the patient failed to reasonably perform as intended. The product caused serious injury and necessitated additional invasive surgery to repair the hernia that the product was initially implanted to treat. The patient has been injured, sustained severe and permanent pain, suffering, anxiety, depression, disability, and impairment.